Manufacturer narrative:
It is not known what role, if any, lava ultimate played in the reported treatment. Other potential factors, such as the prior history of the tooth breaking down, may have been a contributor to the need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional informed 3m about a female patient who required endodontic treatment of tooth #30. This tooth had received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2014, because it had "broken down." On (B)(6) 2014, the crown debonded and was recemented. On (B)(6) 2015, the patient presented with pain upon biting; information on treatment provided at that time was not made available to 3m. On (B)(6) 2015, the crown was remade. On (B)(6) 2015, the patient underwent endodontic treatment; during the procedure, the lava ultimate crown debonded. On (B)(6) 2015, the crown debonded again and another new lava ultimate crown was made. The patient has left the care of this dental professional, so no additional information the patient's current status is available.